Event description:
During a pm inspection, it was noted that the control panel on the 7700 system is damaged. It was also noted that the vertical column squeaks, dose output needs to be increased and the monitors are dim. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunctions were verified. Order placed for a replacement control panel. It is believed that replacement of the control panel and associated repairs, based on the described problems, the system will function as intended. If additional information should indicate, otherwise a follow up report will be submitted as required.